Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ straight yel 24ga x 19mm the stylet was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the catheter guide wire is not present until the tip of the teflon catheter. It is impossible to prick. The metal guide seems to be bent in the catheter but it is impossible to check this because the mandrel fits in its secured part.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 27-mar-2023. H6: investigation summary: our quality engineer inspected the 2 photos and 2 used samples submitted for evaluation. 1 sample was from the reported batch 1067813 and the other was a comparison sample of batch 9031846. The reported issue of stylet damaged / defective was confirmed upon inspection of the samples. Analysis of the samples showed that the stylet wires of the samples were damaged. A review of our former manufacturing process was performed and there were no processes which could cause the observed damages. It was observed that the samples were both semi activated. It is highly likely that during use an attempt was made to return the needle to its original position, resulting in the stylet wire damage. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. Production records were reviewed, and this batch met our manufacturing product specification requirements.

Event description:
It was reported while using bd saf-t-intima¿ straight yel 24ga x 19mm the stylet was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the catheter guide wire is not present until the tip of the teflon catheter. It is impossible to prick. The metal guide seems to be bent in the catheter but it is impossible to check this because the mandrel fits in its secured part.

Manufacturer narrative:
Investigation summary. Our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of stylet damaged / defective was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Material 383318 with lot number 1067813 was manufactured on march 16, 2021. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Event description:
It was reported while using bd saf-t-intima¿ straight yel 24ga x 19mm the stylet was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the catheter guide wire is not present until the tip of the teflon catheter. It is impossible to prick. The metal guide seems to be bent in the catheter but it is impossible to check this because the mandrel fits in its secured part.